Event description:
It was reported that a patient had an implantable pulse generator (ipg) replaced due to an allergic reaction. The patient had pain in the ipg area, a burning sensation, and a fever. The skin was red but only in the ipg part and not in the extension and electrode part. The patient's blood had increased c-reactive protein values. The physician removed the ipg and a part of the extension, and the ipg was replaced with a custom made parylene coated ipg. The patient was reported as having no injury or adverse event as of the date of this report.

Manufacturer narrative:
Product ID 37082-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension; product ID 37082-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator, serial #(B)(4), found no anomalies. Analysis of the extension, serial #(B)(4), found extension body cut through and product was segmented. No significant anomalies were found. Analysis of the extension, serial #(B)(4), found extension body cut through and product was segmented. No significant anomalies were found.